Manufacturer narrative:
Other device involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 05/31/2017. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the instructions for use (IFU), when changing a battery, users are instructed to grasp the cable of the fully charged battery near the connector, leaving the connector free to rotate. They are then to line up the solid white arrow on the connector with the white dot on the controller. Users are to gently push the cable into the controller. They are further instructed not to twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. Users are to always confirm that the battery cables are properly locked on the controller by gently pulling the cable near the controller power connector. They are cautioned to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Per the IFU, users are instructed to return any damaged components to heartware. Any observed damage to the component would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: it was reported a loud alarm on (B)(6) 2017, a loose connector on the controller and a damaged connector on the battery. The controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector. Based on an investigation conducted under scar (B)(4), the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported damaged connector on the battery could no be confirmed as no signs of damage were observed. Log files analysis revealed multiple controller power up within (B)(6) 2017 and (B)(6) 2017. A loss of power triggers the "no power" alarm, this could be possibly related to the reported "loud alarm". Based on the available information, the most likely root cause of the loss of power can be attributed to the disconnection of both power sources; triggering a "no power" alarm. The disconnection may have been caused by the patient or by a momentary disconnection between the controller and batteries. Additional system component being reported for this event: (B)(4). Medical device: UDI# (B)(4). Device available for evaluation: yes. Return date: 2017-07-27. Device evaluated by manufacturer: yes. Device manufacture date: 2016-05-27. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital to exchange controllers 1.0 to controllers 2.0. The patient told the perfusionist that on (B)(6) 2017 he exchanged his active controller with his backup controller because the controller gave a very loud alarm. Upon visual inspection of the exchanged controller revealed a loose power port 1 and one battery had a damaged power connector. All controllers were exchanged to controller 2.0 and the battery was replaced with no reported consequence or impact to the patient. No further information was provided.